Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level and a high life threatening ketone level. Bg value not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.